Manufacturer narrative:
Investigation summary: customer returned (51) 32gx4mm bd pen needles from lot 9134725: 12 of these pen needles were used, and 39 were sealed/unused. Consumer reported found 12 pen needles clogged during injection. All 12 used pen needles, as well as 30 out of the 39 unused samples, were examined, and then tested for flow using a test pen injector: all 42 tested pen needles were able to expel properly. No evidence of manufacturing defect was observed on the tested samples, therefore, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection as well as the flow check. This occurred on 12 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "this box found 12 pen needles clogged during injection. Asked if does a flow check consumer said yes during flow check too. Consumer claimed never happened before past boxes."